Manufacturer narrative:
Investigation result: visual evaluation of the returned device found that the unit have many scratches on the cover and the cover need to be replaced. Functional analysis showed that all the knobs and switches appeared to be functioning properly. The monopolar connector was loose and needs to be tightened. Electrical evaluation revealed that the unit passed and is within all test parameters. The complaint was not confirmed. The returned device showed no evidence of either the alleged issues, or any defect which could have contributed to the event. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure the generator displayed a system fault; the unit would not snare and had no output power. After rebooting, the procedure was completed with the same endostat iii rf generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of generator displayed a system fault. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure the generator displayed a system fault; the unit would not snare and had no output power. After rebooting, the procedure was completed with the same endostat iii rf generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.